Manufacturer narrative:
Event problem and evaluation: on 10-oct-2016, a medtronic representative went to the site to test the equipment. The reported issue could not be duplicated; however, an intermittent optical relay was suspected. The power conversion module was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion module was returned to the manufacturer and an evaluation is in progress.

Event description:
A medtronic representative reported that, during equipment setup for a spinal fusion procedure, the imaging system displayed "error initializing collimator.¿ the system was re-booted, but this did not resolve the issue. Further trouble-shooting entailed logging in to the remote desktop in an attempt to re-home the collimator; however, the surgeon decided to complete the procedure without the use of the imaging system. A c-arm was used instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis on the suspect power enclosure was completed. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.